Manufacturer narrative:
The polarsheath was returned to boston scientific for laboratory analysis. Visual inspection noted that a tear was observed which would allow leaks. The puncture was seen in the bottom right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. Device was returned with a 3-way stop cock attached. Regarding the functional testing, in an attempt to recreate the visible air/bubbles allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. For the aspiration, the device failed the test method as currently released. Air was visible in the flushing line during test/syringe vacuum. The hemostasis valve test noted that the device failed the test method as currently released without a dilator inserted during the test. The sheath could not maintain a minimum pressure of 5.5 psi. Water could be seen coming from the proximal end of the sheath. For the air pressure test the device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath, using an isaac tester. The pressure decay value failed as a gross leak. The sheath failed all standard manufacturing testing, with a gross leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized at 5.5 psi in hemostasis testing. Analysis found a leak coming from the hemostatic valve at the proximal end. This leak was likely caused by an off-center puncture away from the valve slits which resulted in it tearing. This failure is addressed under CAPA-00007622.

Event description:
It was reported that during a procedure to treat atrial fibrillation, polarsheath was selected for use. The dilator was wiped with saline prior to introduction into the valve. There was no problem with flushing when nothing has been inserted into the sheath during preparation. The polarx balloon was placed across the valve. The device was inserted inside the patient, and suction was performed from the side port to remove the air, but the air was continuously pulled out when a syringe was connected to the side port of the sheath. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. No air was seen in the patient. The device is expected to be returned for further analysis.

Event description:
It was reported that during a procedure to treat atrial fibrillation, polarsheath was selected for use. The dilator was wiped with saline prior to introduction into the valve. There was no problem with flushing when nothing has been inserted into the sheath during preparation. The polarx balloon was placed across the valve. The device was inserted inside the patient, and suction was performed from the side port to remove the air, but the air was continuously pulled out when a syringe was connected to the side port of the sheath. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. No air was seen in the patient. The device is expected to be returned for further analysis.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The polarsheath was returned to boston scientific for laboratory analysis. Visual inspection noted that a tear was observed which would allow leaks. The puncture was seen in the bottom right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. Device was returned with a 3-way stop cock attached. Regarding the functional testing, in an attempt to recreate the visible air/bubbles allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. For the aspiration, the device failed the test method as currently released. Air was visible in the flushing line during test/syringe vacuum. The hemostasis valve test noted that the device failed the test method as currently released without a dilator inserted during the test. The sheath could not maintain a minimum pressure of 5.5 psi. Water could be seen coming from the proximal end of the sheath. For the air pressure test the device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath, using an isaac tester. The pressure decay value failed as a gross leak. The sheath failed all standard manufacturing testing, with a gross leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized at 5.5 psi in hemostasis testing. Analysis found a leak coming from the hemostatic valve at the proximal end. This leak was likely caused by an off-center puncture away from the valve slits which resulted in it tearing. This failure is addressed under CAPA-00007622.

Event description:
It was reported that during a procedure to treat atrial fibrillation, polarsheath was selected for use. The dilator was wiped with saline prior to introduction into the valve. There was no problem with flushing when nothing was been inserted into the sheath during preparation. The polarx balloon was placed across the valve. The device was inserted inside the patient, and suction was performed from the side port to remove the air, but the air was continuously pulled out when a syringe was connected to the side port of the sheath. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. No air was seen in the patient. The device is expected to be returned for further analysis.

Manufacturer narrative:
The returned device has not been analyzed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.